Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving an intrathecal baclofen concentration of 2000 via an implantable pump. It was reported that on (B)(6) 2026, the patient's parents observed copious cerebrospinal fluid leakage (csf) at the site of the entry wound on the back. On (B)(6) 2025, a surgical revision of the connection between the two parts of the catheter was performed. During the procedure, it was found that the pump-side segment of the catheter was leaking before entering the connector, the site of the csf leakage. The patient exhibited mild symptoms of baclofen withdrawal (slight increase in spasticity and elevated body temperature) as well assigns of csf leakage (headache). Microbiological and laboratory tests did not confirm infection or meningitis. During surgery, the damaged pump-side segment of the catheter was replaced. After the procedure, the patient was stable, and withdrawal symptoms resolved by the evening of the day of revision. The patient had no permanent sequelae as a result of the reported complication. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included catheter aspiration and replacement of the catheter. Actions/interventions taken included replacing the pump segment. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0223149963; explanted: (B)(6) 2026; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, (B)(6), ubd: 28-sep-2023, (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned catheter segments showed no anomalies on microscopic inspection, the catheter was patent, and passed pressure leak testing. Continuation of d10: product ID: 8781, lot# 0223149963, implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: 0223149963, ubd: 28-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the correct date of implantation of the 8781 catheter was (B)(6) 2022. The latest report from the doctor regarding the patient's status was that following replacement of both the pump segment and the intrathecal segment of the catheter, spasticity is now adequately controlled. No additional therapeutic interventions were indicated at this time.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the 8781 catheter that was revised was (B)(6) 2026. The implant date of the patent's pump was (B)(6) 2022. The cause of the catheter leak was not determined. It was stated that the device had been returned for analysis and tracking information was provided. The lot number of the catheter and serial number of the pump was also provided.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0223149963 implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.